Event description:
During a procedure, the quantum maverick monorail ptca catheter balloon ruptured at 18 atms on the fifth inflation. The lesion being treated was a prox right coronary artery (rca). No pt injuries or complications were reported. Pt status is reported as 'fine'.